Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with complaint of 2 days of melena associated with lightheadedness and dizziness that started on monday ((B)(6) 2017). The patient denied any nausea or vomiting. There was no hematemesis and no bright red blood per rectum. The patient experienced some abdominal cramping with the melena but no significant abdominal pain. Push enteroscopy on (B)(6) 2017 revealed four nonbleeding angiodysplastic lesions in the stomach which were treated with argon plasma coagulation (apc). The patient received blood transfusion. No additional information was provided.

Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the device could not be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas) support. No product available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.